Event description:
The customer reported that when attempting to charge to 200 joules of energy, the device charged to 50 joules, and gave the charge done tone; but then the illuminated arrow prompting the user to press the shock button did not appear. The user cycled the power which reportedly solved the problem.